Event description:
Magnesium 2g ordered, hung at mid-afternoon. During sbar report approximately 25 minutes later this rn noticed almost the full bag (2g) of mag had infused in 22 minutes. Second rn verified that pump had been set correctly. Pt denies any symptoms. Vss. Md, pharmacy, assistant clinical manager, risk management, and pce supervisor made aware. Per md and pharmacy continue to closely monitor vital signs and monitor on telemetry.